Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, oversensing due to non-physiologic signals/sensing integrity counter, oversensing associated with the right ventricular lead, and inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4076 lead implanted (B)(6) 2022, 4518 lead implanted (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance and triggered alerts for high undefined pacing and rv coil impedance. Additionally, the rv lead exhibited elevated sensing integrity counter (sic), noise, and the patient received inappropriate shocks. It was indicated the rv lead was fractured. The lead was explanted, and a left bundle branch pacing lead was placed. It was noted that an exit block occurred possibly due to the extraction. No further patient complications have been reported as a result of this event.